Event description:
The customer reported to olympus the camera head exhibited a noisy image. The issue was observed during preparation for use for an unspecified diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed image disturbance with no image displayed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation and the reported issue was confirmed. The device image was not present. Additionally, the evaluation revealed the following findings: broken camera cable; white scratches; camera cable flooded; and unable to read unique device indicator (UDI). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor communication occurred due to a cable failure, and image disturbance occurred. It is likely that the cause of occurrence of cable failure is that the camera cable is damaged and flooded. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.